Event description:
It was reported that customer experienced broken plastic around usb port on pump, and later pump did not start despite being left on charge for more than two hours with different cables. There was no reported impact to the customer¿s blood glucose level. Customer attempted to charge pump without success, distributor arranged for device to be returned for evaluation, and a replacement pump was provided.